Event description:
It was reported that the patient had experienced many small generalized seizures. Further information showed that the patient believed he had 75 seizures and then 131 generalized seizures in unspecified time periods. This was reported to be represented on the vns generator data. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Report received that the patient had been seizure-free up until five months after the initial report of an increase in seizures. This indicated that the previously reported increase in seizures was resolved at some time between the initial report and five months after the initial report. This also indicated the patient had a more recent increase in seizures which was captured in MFR. Report # 1644487-2017-04725. No further relevant information has been received to date.